Event description:
A review of service data detected a reportable event. During servicing, battery (B)(4) was found to have one or more dead cells. The last pt to use this battery did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The cause of the discharged battery pack was defective cells within the battery pack. Upon evaluation, it was discovered that the battery pack had one or more dead cells. The root cause of the dead cells cannot be positively identified. No adverse event resulted from the defective battery pack.